Manufacturer narrative:
The reported events of high lead impedance and p-wave amp variation were not confirmed. As received, a complete lead was returned in one piece with the helix partially extended and clogged blood/tissue. Electrical testing did not find any indication of conductor fracture or internal shorts. Visual and x-ray inspection of the lead did not find any anomalies.

Event description:
During follow-up, diagnostic imaging was performed and revealed the right atrial (ra) lead to be wrapped around the device. Abbott technical support was contacted and increased pacing impedance and decreased sensing were observed on the ra lead. The event was resolved by explanting and replacing the ra lead. The patient was in stable condition.